Event description:
The customer reported that a 'cassette door open' error message was displayed and the system would not perform fluoroscopy x-ray. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cassette door needs to be replaced. The reported issue is currently under investigation.